Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing impedance and defibrillation impedance. The ICD was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of high impedance measurement was confirmed upon review of the device data. The device above elective replacement indicator (eri) was returned for analysis. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were normal. The impedance anomaly observed in the field could not be reproduced. The cause of high impedance anomaly could not be determined. A malfunction based on analysis was found. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain. No other anomalies were found.